Event description:
It was reported that prior to use 5 tubes were discovered to have abnormal additive and there were 10 tubes with foreign matter with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in tube ×6 (edta clump x5 fmx1). Spot in tube ×4. Dirty tube ×5 (ink).

Manufacturer narrative:
H.6. Investigation summary bd received samples, but only 6 photos were used for investigation. The photos were reviewed and the indicated failure mode for fm, additive clumping, fm- ink smear, embedded fm with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of fm, additive clumping, fm- ink smear, embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use 5 tubes were discovered to have abnormal additive and there were 10 tubes with foreign matter with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in tube ×6 (edta clump x5 fmx1), spot in tube ×4, dirty tube ×5 (ink).